Manufacturer narrative:
The lens was returned in a micro centrifuge vial with moisture on the lens. There was clear surgical residue/debris on product. Visual inspection found no visible damage to the lens and the lens having foreign material on lens surface (clear residue on lens). (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo13.2, diopter -14.0 implantable collamer lens, into the patient's right eye (od) on (B)(6) 2015. On the same date, intraoperatively, the lens was explanted due to lens opacity (asco). Reportedly, the top of the lens was nicked by the surgeon in error, which led to "capsule membrane damage." The icl was then removed and replaced with an iol. The patient has no pre-existing condition of lens opacity. According to the surgeon, the lens capsule membrane damage is the main cause of the situation.